Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered and unresponsive. Reportedly, the customer stood on the pump and the touch screen became shattered and unresponsive. Customer¿s blood glucose level was 397 mg/dl. The customer reverted to an alternate method in insulin therapy.